Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has a kink at 13mm from the tip while in the neutral position between ring 1 and 2. In addition the ring #1 has broken adhesive and fluids under it. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Both curves are placed in the template shaded area. The device passed the dimensional test. X ray image revealed that the center support is kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03nov2015. It was reported that the catheter was kinked. During a radiofrequency ablation with a intellatip mifi xp temperature ablation catheter the catheter kinked mid procedure. The electrical recording was maintained throughout the case and the product was continued to be used throughout case. Rf energy was still able to be appropriately delivered. No patient complications were reported. However; returned device analysis revealed broken adhesive between the electrodes.